Event description:
This pt with diagnosis of subarachnoid hemorrhage (sh) was undergoing coil embolization within a 7.5 -8.3 aneurysm. There was no resistance with insertion of the coil into the microcatheter (mc). The 1st dcs orbit coil detached in the mc without turning the syringe. Reportedly, the coil being manipulated within the mc for positioning with the aneurysm when it detached. A continuous flush solution was maintained through the mc. The physician attempted to withdraw the coil from the microcatheter, but he was unsuccessful. Also, some attempts were made to retrieve the coil by using snare and pushing the coil with a wire. The pt was transferred to ICU for emergency surgery reportedly, the procedure was aneurysm clipping and surgery was successful.